Event description:
It was reported that during a mesh placement procedure using a capio slim device, the carrier got stuck in the last position and failed to move to the front position and eject the needle. The original device was used to complete the procedure and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.